Event description:
The patient reportedly developed redness near the implant site that led to revision surgery in 2007. The patient's device was reportedly extruding through the skin flap. The surgeon removed the tie-down suture.

Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center, the patient has recovered. This is the final report.